Event description:
Customer was using pad on her lap and it caught fire by the switch. It burned a hole in her dress.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found that the leads were bent, loose and broken. Cord was twisted and pad was bunched up. The thermostats were discolored due to misuse. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on (B)(4) 2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.